Event description:
It was reported that the patient was presented to the clinic for a scheduled follow up. Interrogation showed the patient¿s pacemaker was in backup vvi mode. Programming changes were made to resolve the issue. The patient was in stable condition.